Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned and the suture sleeve was located at 153 - 173mm from the terminal pin with the tie downs at 157 and 162mm. The initial x-rays of the lead revealed a primary fracture of the inner coil with a gap between the two ends of the fractured coil where the ends were located at 197 and 206 mm. Further x-ray examination of the whole lead revealed another fracture of one wire located at 187mm. After the inner insulation and coil were removed, the two ends of the primary coil fracture came back together and additional fractures were found within 15mm distal to the primary coil fracture. There were two locations where additional fractures distal to the primary fracture were found; one where only one wire was fractured and the second location where all three wires fractured. Also, after removing the inner coil from the inner insulation two loose wires were found. Many of the fracture surfaces revealed extensive mechanical damage which obscured the failure mode which resulted in the inability to match the fracture surfaces. Some of the fracture surfaces revealed areas of fatigue and/or overload. Laboratory analysis has confirmed a lead fracture through testing and x-ray. Due to the location of the fractures, subclavian crush as the cause is possible.

Manufacturer narrative:
A new atrial lead was successfully implanted. To date, the explanted lead has not been received. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Event description:
Boston scientific crm received information that during a follow up visit, this atrial lead exhibited impedances greater than 3000 ohms, loss of capture, and high thresholds. A distal lead fracture was suspected. A revision procedure was performed; the lead was removed, replaced, and returned for analysis. No adverse patient effects were reported.